Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage") in a 36 year-old female patient who had essure inserted (lot no. 897486) for female sterilisation. The patient had a medical history of allergic rhinitis in 2014, bloated feeling, irregular periods, weight increased and pelvic pain in 2012 and obesity. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy laparoscopic,hysteroscopy,dilation and curettage). The reporter considered device breakage to be related to essure administration. The reporter commented: has had iud for 18 months. Otalgia: 2nd to allergies. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.65 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: clinical history: reason: post essure (B)(6) 14 to confirm bilateral tubal occlusion. Indications: status post essure placement. Complications: none. The patient tolerated the procedure well. Findings: scout films: normal uterus: bilateral essure in place. Fallopian tubes: no filling of contrast in both fallopian tubes, there is no intraperitoneal contrast identified bilaterally. Impression: bilateral blocked fallopian tubes consistent with proper essure placement. [Pathology test] on (B)(6) 2023: a. Fallopian tube, left, salpingectomy: benign fallopian tube showing no diagnostic changes with complete cross-section b. Fallopian tube, right, salpingectomy: benign fallopian tube showing no diagnostic changes with complete cross-section seen. C. Endometrium, curettage: fragments of secretory endometrium. Clinical history: tubal occlusion device malposition, sequela gross description: left fallopian tube: also received in the same container is 1 piece of essure device measuring 9 x 0.1 cm. Right fallopian tube: there is a piece of essure device in the lumen of the fallopian tube measuring 1.5 x 0.1 cm. In addition there are 2 separate pieces of essure device in the container measuring 1.5 x 0.2 cm and 4 x 0.1 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of allergic rhinitis in 2014, bloated feeling, irregular periods, weight increased and pelvic pain in 2012 and obesity. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy laparoscopic, hysteroscopy, dilation and curettage). The reporter considered device breakage to be related to essure administration. The reporter commented: has had iud for 18 months. Otalgia: 2nd to allergies. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.65 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: clinical history: reason: post essure (B)(6) 2014 to confirm bilateral tubal occlusion. Indications: status post essure placement. Complications: none. The patient tolerated the procedure well. Findings: scout films: normal. Uterus: bilateral essure in place. Fallopian tubes: no filling of contrast in both fallopian tubes, there is no intraperitoneal contrast identified bilaterally. Impression: bilateral blocked fallopian tubes consistent with proper essure placement. [Pathology test] on (B)(6) 2023: a. Fallopian tube, left, salpingectomy: benign fallopian tube showing no diagnostic changes with complete cross-section fallopian tube, right, salpingectomy: benign fallopian tube showing no diagnostic changes with complete cross-section seen. Endometrium, curettage: fragments of secretory endometrium. Clinical history: tubal occlusion device malposition, sequela. Gross description: left fallopian tube: also received in the same container is 1 piece of essure device measuring 9 x 0.1 cm. Right fallopian tube: there is a piece of essure device in the lumen of the fallopian tube measuring 1.5 x 0.1 cm. In addition there are 2 separate pieces of essure device in the container measuring 1.5 x 0.2 cm and 4 x 0.1 cm. According to bayer qa, the lot number 897486 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-nov-2023: quality-safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.